Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The root cause was determined to be inadequate product design since the current design of the manifold is not strong enough to withstand bending force applied in the field during product use, nor does the design provide a good gripping location to dissipate the excessive force. A pra was generated for the issue and corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. A design change and a feasibility test was performed.

Manufacturer narrative:
The volumeview sensor involved in this case was received by our product evaluation laboratory for a full evaluation. The luer connection for the central venous catheter of the volumeview manifold had been completely broken off. The broken male luer was returned. In addition, the cross surface of the broken luer was rough and uneven. No other visible damage was observed on the returned unit. An investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this thermistor manifold for tptd broke. There was no allegation of patient injury. Patient demographics were not available. The device was available for evaluation.